Manufacturer narrative:
Correction: please retract this report 2017865-2024-03308 because upon review the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Related manufacturer reference number: 2017865-2024-03309. It was reported that the patient presented to the hospital for a scheduled procedure. Postoperative check showed that patient's pacemaker and the right ventricular (rv) lead exhibited loss of capture. The physician had accidentally dropped the pacemaker during the procedure. Both pacemaker and rv lead were explanted and replaced. The patient was in stable condition.